Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. D11 - medical products - unknown femoral head catalog#: ni lot#: ni, unknown acetabular liner catalog#: ni lot#: ni, unknown acetabular cup catalog#: ni lot#: ni.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient is alleging harm or injury caused by the device; however the nature of the harm is unknown at this time.